Event description:
While attempting to remove guidewire on the greenfield filter the physician experienced resistance. He was eventually able to remove and it was noted to be coiled and stripped, but the distal end was intact.